Manufacturer narrative:
The following statements should be omitted from the initial MDR submission as they were unrelated to the report: "- return requested. Replacement motion battery charger shipped to site. Medtronic investigation of returned suspect motion battery charger confirmed reported problem "j7 pins 18 - 19 29 vdc" on functional bench tester at first test charger b output test for the no load, voltage reading was 32.00 vdc. Charger channels a, c and d passed. Voltage is drifting up to 34.00 vdc and back down to 30.50 vdc. This fails the voltage specification of 27.50 vdc +/- 1.50 vdc. Leaky caps present on board. Battery charger pcb fails functional bench test. Defective pcba. Electrical failure. "

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Return requested. Eight (8) replacement 9 amph 12v batteries shipped to site. No parts have been received by manufacturer for analysis. Return requested. Replacement motion battery charger shipped to site. Medtronic investigation of returned suspect motion battery charger confirmed reported problem "j7 pins 18 - 19 29 vdc" on functional bench tester at first test charger b output test for the no load, voltage reading was 32.00 vdc. Charger channels a, c and d passed. Voltage is drifting up to 34.00 vdc and back down to 30.50 vdc. This fails the voltage specification of 27.50 vdc +/- 1.50 vdc. Leaky caps present on board. Battery charger pcb fails functional bench test. Defective pcba. Electrical failure. Return requested. Replacement motion battery charger shipped to site. Medtronic investigation of returned suspect motion battery charger confirmed reported problem "j7 pins 18 - 19 29 vdc" on functional bench tester at first test charger b output test for the no load, voltage reading was 29.92 vdc. Charger channels a, c and d passed. After a power down and a power up the voltage on charger b no load test read 33.50v. After 6 mins of run time voltage drifted down to 29.50 vdc. Leaky caps present on board. Battery charger pcb fails functional bench test. Defective pcba. Electrical failure. On 03/10/2016 a medtronic representative performed an imaging system check-out, all areas passed. System performed as intended. Medtronic representative replaced motion batteries and motion batteries charger. Issue resolved.

Event description:
A medtronic representative reported a site's imaging system experienced a loss of power while being transported from storage to the operating room (or). The site reported the imaging system was plugged in charging prior to the move. No further details regarding this issue were provided. There was no patient present when this issue was identified.